Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use. No patient or user harm was reported. A philips remote service engineer (rse) performed trouble shooting action with the customer. The rse instructed the biomed to replace the on board battery on the single board computer (sbc) motherboard which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up due to defective single board computer (sbc) motherboard onboard battery. Analysis of system log file does not show any errors related to the issue. Fse instructed the biomed to replace the cr2032 battery, reset the system clock and reboot the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.